Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a burn mark on the harvested vein. The hospital will reportedly not be returning the product in question. The sales representative stated that this appears to be technique related. No product anomalies have been described. The lead harvester is requesting supplemental training.